Event description:
It was reported to hill-rom that the patient's left foot was resting against the control unit. The customer alleged that the patient sustained three 2nd degree burn areas on the left foot. A hill-rom technician removed the unit from the footboard. Due to the age of the complaint, no further info could be obtained regarding the alleged injury. During an investigation of this product line, it was found that is it possible for an external component on the product to reach a temperature above that which is allowable for brief patient contact. All allegations of injury (regardless of severity) due to this failure mode are being reported.

Manufacturer narrative:
When a hill-rom technician responded to the account's allegation, he removed the control unit from the footboard of the bed. There was no indication of how the unit was performing.